Manufacturer narrative:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on patients inside of lip/cheek area. Burn was the size of the back cap. Patient received an over the counter ointment and was told to continue to apply ointment at home. The analysis of the handpiece did show that it had a medium debris level and the head had a dent at the backcap. This caused the backcap button to stick in. As a result the handpiece heated up due to friction. In addition the bearings have been gritty and hence beating up, too. The user instruction requires a test run before each use and informs that a handpiece must not be used if it runs out of specifications. Reported due to the 2 year presumption rule.

Event description:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on patient's inside of lip/cheek area. Burn was the size of the back cap. Patient received an over the counter ointment and was told to continue to apply ointment at home.